Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal clevis at the base of the clevis. There might be missing pieces from the clevis, but the size of the missing pieces cannot be confirmed. Clevis does not show abrasions or scratches on the outer surface. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery spatula instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the permanent cautery spatula instrument had a broken tip. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were no broken cables. The instrument did not move in a non-intuitive motion. The tip of the instrument was broken and a portion of it was visibly detached.